Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported being unable to duplicate the reported issue. The fsr determined the most likely cause of the reported event is the display panel being intermittent. After replacing the front panel assembly, the unit was calibrated and tested to service specifications. A return good authorization has been issued for further evaluation. In the event the suspect component is received for evaluation, or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit's screen froze up while ventilator a patient. The customer reported they needed to change the settings and powered down the ventilator. The customer reported the unit was rebooted, but the issue was not resolved and the unit would not accept end-user input. The customer reported the ventilator was switch out for another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and multiple damages to the touchscreen done with a pointed or sharp object and dried liquid smudges on screen was reported. The unit was tested, touch screen calibration was performed, and the reported issue was unable to be duplicated. Testing shows randomly touch screen in different areas, no anomalies were noted of touch feedback.